Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3 - date of event was estimated d4- the UDI is not known as the part and lot number were not provided manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment: article titled, "collagen-based bailout compared to suture-mediated vascular closure alone during transcatheter aortic valve replacement".

Event description:
The following case study was received via an article review: it was reported that suture placement was done with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The tavr procedure was completed. Reportedly, post procedure, there was significant bleeding after securing the proglide sutures [advancing/tightening the knot]. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.